Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4) methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
It was reported that during an ablation procedure the physician discovered unknown foreign material inside of the cool flow tubing. During the event, a non-MDR reportable flushing issue occurred with the tubing and the concomitant navistar thermocool catheter. Later, a small particle was found inside the tubing. There is no issue with the catheter as procedure was completed by using new tubing with the same catheter. The no adverse patient consequences were reported. This event is MDR reportable due to the finding of foreign material. No further information is known regarding the nature of the foreign material.

Manufacturer narrative:
(B)(4). It was reported that pump was not able to flush the tubing; there was small piece of something inside the tubing. Upon receipt, the tubing was visually inspected and a foreign white material was observed inside the drip chamber. A fourier transform infrared spectroscopy (ft-ir) in order to identify the type of foreign material; the results demonstrated that it has the characteristic of a polymer chemical composition with silicones. This type of failure has already identified related to a supplier manufacturing process and a supplier corrective action was opened to address this issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Based on available analysis results, complaint appears to be caused by a supplier manufacturing process and a supplier corrective action was opened to address this issue.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/11/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. It was reported that bwi failure analysis lab has found MDR reportable issue during initial inspection on 12/11/2015: drip chamber has small white square shaped foreign material floating inside it.